Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the issue. Around may 2025 the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of around 600 mg/dl with ketones. Ketone level identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline but could not recall what exactly was given. Treatment resolved the issue and there was no permanent damage. Reportedly customer was discharged after a couple nights, the customer could not recall the exact date. Ultimately, the customer reverted to an alternate method insulin therapy.